Event description:
Reporter indicated that during generator replacement surgery for end of service, the lead was found to be faulty. The lead was also replaced. Upon further evaluation, it was reported that the surgeon decided to replace the lead because a high lead impedance reading was obtained after attaching the existing lead to the new generator, indicating possible device malfunction. Visual examination of the lead revealed a break (specifics unknown). Attempts to obtain additional information have been unsuccessful to date.